Event description:
It was reported by the ors that the tlc55 was used in a right hemicolectomy. It was reported that the instrument jammed and would not fire. Another tlc55 was used to finish the procedure. There was no consequence to the pt.